Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Event description:
The customer stated that two patient samples generated false positive results for the architectt stat troponin assay. One patient sample (sid (B)(6)) generated a positive result of 0.31 ug/l. The same patient sample was retested negative (0.01 ug/l). The customers cut-off point for negative results is < 0.04 ug/l. The customer uses two types, the serum gel tube and a special fast clotting tube containing trombone. No impact to patient management was reported.

Manufacturer narrative:
The customer observed 2 discrepant patient results, while using architect stat troponin-I, list 2k41-28, lot 17200un13. Product evaluation was completed in order to investigate this issue. Review of ticket trending and lot search data did not identify atypical complaint activity related to discrepant patient results. Accuracy testing was completed using retained kits of reagent lot 17200un13. Acceptance criteria was met, which indicates acceptable product performance. A deficiency was not identified as panel testing shows that the likely cause lot performs per specification. Additionally, no malfunction was identified since retest of the samples produced the expected negative results. No additional issues were identified and no further action is required at this time.